Event description:
Doctor stated that during the initial operation on 25th of october for the removal of a tubaligation clip, he had used coseal for adhesion prevention. Patient recently returned complaining of extreme post-operative pelvic pain. He stated that her erythrocyte sedimentation rate results where elevated, he did not find anything on examination of the patient, nor did he bring the patient back to theatre for repeat surgery.

Manufacturer narrative:
(B)(4). The received information is insufficient for determination of a causal relationship. Due to the lack of information, this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.